Manufacturer narrative:
Internal file number - (B)(4). Evaluation summary: a visual inspection was performed on the returned device. The reported separation was confirmed; however, the reported physical resistance and difficulty removing the device could not be replicated in a testing environment as they are based on operational circumstances. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no other incidents from this lot. The investigation determined the reported complaints appear to be related to circumstances of the procedure. There is no indication of a product quality issue with respects to the design, manufacture, or labeling of the device.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The device is expected to be returned for evaluation. It has not yet been received. A follow up report will be submitted with all relevant information.

Event description:
It was reported that the procedure was to treat a mildly tortuous and moderately calcified mid left anterior descending artery. A 2.5 x 12 mm trek balloon catheter was advanced past the lesion and met initial resistance with the anatomy. Additionally, the mid shaft separated when the device was retracted towards the lesion and met resistance with the anatomy. The proximal part of the device was simply withdrawn and an unspecified guide wire was used to retrieve the separated portion of the balloon catheter. Another unspecified trek balloon catheter was then used to successfully complete the procedure. There were no adverse patient effects and no clinically significant delay during the procedure. No additional information was provided.

Event description:
Subsequent to the initial report, the following additional information was received: the proximal part of the device was separated, and the hub end of the device was simply withdrawn. The other part was still on the guide wire; therefore, it was removed from the anatomy with the guide wire as a single unit. There was no excessive force applied when removing the device. No additional information was provided.

Manufacturer narrative:
Internal file number - (B)(4). Corrections: adverse event or product problem/outcomes attributed to adverse event ae: required intervention removed. Type of reportable event: serious injury (medical intervention) changed to malfunction.